Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and upon arrival the representative could not hear any noise that was reported until he started rotating the gantry. And found a piece of broken plastic cover lodged in one of the fan housings causing the noise and removed the debris. As for the image acquisition system (ias) shutting down unexpectedly he could find no evidence in the logs but from the picture that was sent, it was the mobile view station (mvs) application that shutdown which happens sometimes during planned maintenance (pm) and after clicking restart and it comes back up. And this was a known software glitch that has no resolve. Performed system checkout and returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was making unexpected noises and the image acquisition system (ias) was intermittently shutting down while plugged in. No patient was present at the time of event.